Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker, and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer states there is damage to their insulin pump. The customer states the battery compartment is cracked and preventing the battery from staying in place. The customer states they have tried to tape it down, but the battery would still not stay in the pump. The customer's blood glucose level was unknown. The customer was advised the pump would have to be replaced and returned for analysis.